Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture for unknown side. The status of device is unknown.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician confirmed right side implant "badly ruptured" and has been "disposed."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6.

Event description:
The device has been explanted.